Manufacturer narrative:
Event summary: patient data files were not received for this case. Upon visual inspection of flexcath sheaths 4fc12 / 81715-33, 81715-66, and 81715-68 showed the devices were intact with no apparent issues. Air aspiration was reproduced when a test arctic front catheter was introduced through the sheaths. Dissection showed the hemostatic valves were leaking; valves were torn. In conclusion, the reported issue has been confirmed through testing. The flexcath sheaths failed the returned product inspection due to leaking hemostatic valve.

Manufacturer narrative:
The manufacturer postal code (B)(4). The code was removed to facilitate timely regulatory report submission, and solely as a temporary workaround to a validation issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during pre-op of a cryoablation procedure, there was a valve leak regarding the sheath. The sheath was replaced. This was not case related, and there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.